Event description:
This is a diagnostic stationary x-ray system with a digital x-ray receptor panel. The whole tube arm assembly fell off straight arm. Technologist brought patient into room to do a chest study and moved straight arm into first position for chest study and stated the entire tube arm fell off hitting the technologist hand and wrist and then falling to the ground. The patient was not near tubestand at the time of incident so patient did not get injured. Injury: technologist had contusions on her right hand and wrist and was treated at the facility for her injury and then sent home. We should state that his unit has been working in the field for 9 years. If those 8 screws are partially loosened the play and noise coming from the arm when it is being moved should be evident for the technologist much earlier than having falling risk, but the unit, in this deficient state, continued in use till the arm fell down. The cause of this event is improper maintenance. The manufacturer is considering actions for the installed base.